Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient with this pacemaker was experiencing sensations when pacing at a higher rate during cycling. It was noted that the right atrial (ra) lead was implanted in an atypical position close to the value and appears to lead to atrial pace stimulating the ventricle. Tech services discussed that the atrial pace leads to ventricular activity that is in refractory and then ventricular pacing due to av delay. A premature ventricular contraction (pvc) occurs triggered by long duration between refractory and pvc. The patient was brought in for testing. During testing the field representative programmed the pacemaker to pace and sense only in the ventricle to see if they were symptomatic during rv pacing at variable rates. It was noted that the patient stated they felt something, but not the same feeling as when they were cycling. Ts discussed the option of reprogramming to pace and sense in the ventricle only and obtaining x-rays along to evaluate the ra lead position. The pacemaker remains in service. The ra lead model number is unknown at this time. The field representative was not made aware of the manufacturer of the ra lead or the model serial number information. Requests for initial reporter information are being made to the field field representative.